Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 controller instrument displayed error 69. Use of instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation:the reported issue that the unit displayed error 69 (sc mpu ups open battery detected hard error) was verified during service. The issue occurred due to battery deterioration and was resolved by replacing the battery 12v/6.5 a *2 and the magnet cover .preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was received stating that the event that was reported in regulatory report 2184009-2024-00807 is a duplicate of the event reported in regulatory report 2184009-2024-00812. These events have been merged and any subsequent information will be reported in the file associated with 2184009-2024-00812. Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the unit displayed error 69 (sc mpu ups open battery detected hard error). The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the instrument was not battery powered. B.3: correction to event date. Additional codes: imf code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the unit displayed error 69. Use of instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the instrument was not battery powered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.